Event description:
When attempting to place the stent across a common iliac artery stenosis, the stent became dislodged from the delivery balloon and had to be deployed in the external iliac artery. A second stent had a similar problem and was successfully removed from the pt. The pt subsequently developed a retroperitoneal hematoma.